Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 531 mg/dl. Reportedly, the customer did not deliver a large enough bolus to address carbohydrates consumed. A correction bolus was delivered to address the bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.